Manufacturer narrative:
The returned device was evaluated. During evaluation the device shut down after approximately 40 seconds of run time, however the alarm annunciates as designed prior to shutdown. The system board was found to be defective. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the display is randomly scrolling though menu screen by itself. There was no known impact or consequence to patient.